Event description:
It was intended to use an endeavor sprint rx drug eluting stent to treat a moderately calcified lesion in the lad. The lesion was non-tortuous with 80% stenosis. The device was removed from packaging per the IFU and inspected with no issues noted. The device was prepped prior to use with no issues noted. The lesion was not pre-dilated. It is reported that the device could not cross the lesion and was noted to be deformed during positioning. On removal of the device from the patient, it was noted that the stent had dislodged in vivo. The physician used a snare device to remove the dislodged stent from the patient's body. The physician believes that lesion morphology caused the stent to dislodge. The physician used a new stent, of same size, to successfully complete the procedure. No injury to the patient is reported.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (stent dislodgement <(>&<)> deformation), patient' condition affected effectiveness of device (moderately calcified lesion with 80% stenosis), no results available since no evaluation performed (device or procedural images not returned); evaluation, conclusions: inherent risk of procedure (stent dislodgement <(>&<)> deformation), device failure/lack of effectiveness related to patient condition (moderately calcified lesion with 80% stenosis), unable to confirm complaint (device or procedural images not returned). (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information: physician also believes that the lesion morphology caused the stent to be deformed. The device was returned to the manufacturing facility and through analysis of the returned device the stent was observed to be damaged. However, there was no evidence found on the stent to indicate that it had dislodged. Evaluation summary: the device was returned for analysis. The distal tip was frayed. The proximal end of the stent was positioned correctly, the distal section of stent extended past the distal marker band due to stretching of mid stent segments. The first three proximal segments were intact, the remaining segments were deformed.